Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil visualized within endometrium') and device expulsion ('malposition of essure device location of device: uterus') in an adult female patient who had essure (batch no. 709949, 709948-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included morbid obesity, essential hypertension, hypothyroidism, type ii diabetes mellitus, rectocele, cystocele and stress urinary incontinence. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), disturbance in attention ("unable to concentrate"), mental impairment ("unable to think clear"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), feeling abnormal ("brain fog"), insomnia ("insomnia") and abdominal pain ("pain: abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, tooth disorder, migraine, headache, nausea, anxiety, fatigue, dyspareunia, alopecia, weight increased, feeling abnormal and insomnia outcome was unknown, the pelvic pain and abdominal pain had resolved and the disturbance in attention and mental impairment was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, device expulsion, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, insomnia, mental impairment, migraine, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: current weight 224 lbs. Before essure removal; in (B)(6) 2018 the left essure coil visualized within endo and right essure visualized within right tube. Per medical record: myometrium: within the myometrium the left cornea is a 1.5 cm long x .1 cm ling in diameter disrupted portion of coiled essure device . Discrepancy noted: post surgery, 6 cm long fimbriated right fallopian tube up to 0.7 cm in diameter. The lumen appeared patent. Essure device is not observed. Discrepancy noted with the description of procedure (device removal): the right tube and ovary were present. The left tube and ovary were absent. Plantiff underwent left oophorectomy in the year 2012; however, there is no further info regarding left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.4 kg/sqm. Pathology test - on (B)(6) 2018: within the myometrium the left cornea is a 1.5 cm long x .1 cm ling in diameter disrupted portion of coiled essure device. The 6 cm long fimbriated right fallopian tube up to 0.7 cm in diameter. The lumen appeared patent . Essure device is not observed.. Ultrasound scan vagina - on (B)(6) 2018: uterus measures 8.4 x 3.8 x 4.2 cm. There is discrete echogenicity within the endometrial cavity_ the patient reports that this may represent an essure device which may of migrated from a fallopian tube, however the finding may alternatively represent a conventional iud device.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, pelvic pain, insomnia, anxiety, brain fog, abdominal pain, nausea." Lot number: 709949. Manufacturing date: 2010-01. Expiration date: 2013-01. Lot # (709948) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil visualized within endometrium') and device expulsion ('malposition of essure device location of device: uterus') in an adult female patient who had essure (batch no. 709949, 709948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included morbid obesity, essential hypertension, hypothyroidism, type ii diabetes mellitus, rectocele, cystocele and stress urinary incontinence. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), disturbance in attention ("unable to concentrate"), mental impairment ("unable to think clear"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), feeling abnormal ("brain fog"), insomnia ("insomnia") and abdominal pain ("pain: abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, tooth disorder, migraine, headache, nausea, anxiety, fatigue, dyspareunia, alopecia, weight increased, feeling abnormal and insomnia outcome was unknown, the pelvic pain and abdominal pain had resolved and the disturbance in attention and mental impairment was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, device expulsion, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, insomnia, mental impairment, migraine, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Before essure removal; in (B)(6) 2018 the left essure coil visualized within endo and right essure visualized within right tube. Per medical record: myometrium: within the myometrium the left cornea is a 1.5 cm long x .1 cm ling in diameter disrupted portion of coiled essure device. Discrepancy noted: post surgery, 6 cm long fimbriated right fallopian tube up to 0.7 cm in diameter. The lumen appeared patent. Essure device is not observed. Discrepancy noted with the description of procedure (device removal): the right tube and ovary were present. The left tube and ovary were absent. Plaintiff underwent left oophorectomy in the year 2012; however, there is no further info regarding the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.4 kg/sqm. Pathology test - on (B)(6) 2018: within the myometrium the left cornea is a 1.5 cm long x .1 cm ling in diameter disrupted portion of coiled essure device. The 6 cm long fimbriated right fallopian tube up to 0.7 cm in diameter. The lumen appeared patent . Essure device is not observed. Ultrasound scan vagina - on (B)(6) 2018: uterus measures 8.4 x 3.8 x 4.2 cm. There is discrete echogenicity within the endometrial cavity. The patient reports that this may represent an essure device which may of migrated from a fallopian tube, however the finding may alternatively represent a conventional iud device.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, pelvic pain, insomnia, anxiety, brain fog, abdominal pain, nausea." Most recent follow-up information incorporated above includes: on 17-may-2019: the case is incident. This case is medically confirmed. Reporter information was added. This case concerns adult patient. Her demographic was added. Her concurrent conditions were added. Essure insertion/removal date was updated/added. Essure lot number was added. Essure indication was amended. Per medical record: left essure coil visualized within endometrium was added. Previously reported event: injury was updated to more specified events: pain: pelvic pain, malposition of essure device location of device: uterus, dental problems, migraines, headaches, nausea, anxiety, unable to concentrate, unable to think clear, fatigue, dyspareunia (painful sexual intercourse), hair loss, weight gain, brain fog, insomnia, pain: abdominal pain and plaintiff did not underwent essure confirmation test were added. She had recovered from event: pain. She was recovering form events: mental impairment and disturbance in attention were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.